Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while pausing insulin during multiple infusion set supply changes and sought confirmation on proper setup of a 23 in, 6 mm inset; the blood glucose reached 258 mg/dl, the ilet provided a high glucose alert, and glucose was corrected using the ilet following troubleshooting and education. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer interview and troubleshooting with education, including review of correct infusion set application and provision of instructional resources. Investigation of this case revealed proper infusion site placement and no device malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.